Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged strattice failure was related to the use of the v.a.c.ulta¿ therapy. There have been multiple attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement. Maintaining a seal for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing). Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On nov 09 2016, the following information was reported to kci by the lifecell representative: the surgeon alleged during the week of (B)(6) 2016, there was a strattice failure that had occurred in a contaminated patient case where a strattice mesh was utilized in a bridge technique. Post operatively, v.a.c.ulta¿ therapy was applied with a few layers of adaptic and a v.a.c.® granufoam¿ dressing . The strattice mesh disintegrated a few days while v.a.c.ulta¿ therapy was in use. The surgeon removed and discarded the strattice mesh. No additional information has been provided. The v.a.c.ulta¿ therapy unit serial number used in the alleged event was not provided nor was the unit returned for evaluation; therefore, a device evaluation could not be performed.